Event description:
Patient received a series of tattoo removal treatments with the medley laser. During the fourth treatment, the user made two passes at the maximum power setting. A burn in the treatment area resulted. The laser was evaluated and found to be functioning within specifications and free of any defects.